Event description:
The pt was revised because of malpositioned tibial tray.

Manufacturer narrative:
The product was not returned for examination. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated poor device alignment was a contributing factor. Provided info stated the product was not suspected of failing to meet specifications or of contributing to the event. A search of the complaint database did not show any other reports against the mfg lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.